Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: it was reported that labels are not adhering properly to the tube. Update: this issue was noticed across all fha sites. And on multiples flats and tubes. Per email: concern description: bd label not adhere to the tube properly, easily comes off if not pressed firmly.